Event description:
It was reported that during a fistuloplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous arteriovenous fistula. The 6.0x80mm 75cm mustang balloon was inflated once to the rated burst pressure, during the second inflation the balloon was inflated over the rated burst pressure and the balloon ruptured. Following the balloon rupture, the device was unable to be removed from the patient, the patient was taken to surgery to remove the device.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned, therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the balloon material of this device was inflated above its rated burst pressure. (B)(4).